Event description:
During a ptca/ stenting procedure, the quantum maverick monorial balloon ruptured. The quantum maverick monorail balloon was being used for post dilatation of a cypher stent when it ruptured at unknown atms on the initial inflation. The quantum maverick monorail catheter was removed, and another balloon was used to complete the procedure. The lesion being treated was a 99% stenotic lesion in the rca. No patient injuries or complications were reported.